Manufacturer narrative:
Concomitant: (2)8100;(2)8015;(2)pri tubing;2420-0007;spm tubing;8110;2000ml baxter exactamix bag lot number 60091149 exp 02-19-18; therapy date (B)(6) 2018. The customer¿s report of a tpn overinfusion was not confirmed. The pcu event log shows that at 1:25 pm on (B)(6) 2018 the pump module was programmed to infuse tpn (central) 1unit in 1ml at a rate of 60ml/hr. At 9:41 pm the device alarmed for air in line. At 9:53 pm, the device was channeled off. At 9:59 pm, the user restored the previous infusion at 60ml/hr. The user changed the vtbi to 700ml and started the infusion. The infusion continued until 8:47 am on (B)(6) 2018 when the device was channeled off. During this period the device alarmed 3 times for air in line and each time the infusion was restarted. The volume recorded as being infused during this period was 1103.42ml. The starting/ending volume of the fluid container cannot be determined through device logs. Bag changes also cannot be determined through device logs. Functional testing found the pump module to be delivering fluid within specification. There were no leaks or other anomalies observed with the primary set. The root cause of the reported tpn overinfusion was not identified.

Event description:
The customer reported that 1440 ml of tpn was programmed to infuse at 60 ml/hr and an infusion of lipids at 4 ml/hr; however, after approximately 10 hours, the bag of tpn was noted to be empty. There was no patient harm.